Event description:
Health care professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. The device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: missing shell on anterior (0-25%), opening on posterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and striated broken on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. The leak test is not performed because the opening is extended. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Sharp pattern on anterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Device has been explanted and replaced.